Manufacturer narrative:
The complained device was not returned; therefore, a confirmation of the reported event is not applicable. A visual, functional and dimensional examination of the broken screw cannot be performed therefore it is not possible to determine the root cause. Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. Device was not returned.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the surgeon was performing a craniotomy, and a screw broke in the patient's skull. At this time, it is unknown if the screw was able to be removed, as the sales representative was not in the surgery. There is no further information available.

Event description:
It was reported that the surgeon was performing a craniotomy, and a screw broke in the patient's skull. At this time, it is unknown if the screw was able to be removed, as the sales representative was not in the surgery. There is no further information available.